Event description:
Procedure: colorectal procedure. According to the reporter: malfunction concerning staples when using the stapler. There was a lot of blood loss but surgeon can't say if the quantity of blood was more than 500cc or not: but it was not necessary to do a blood transfusion. The surgical time was extended by more than 30 minutes because surgeon was obliged to use sutures to do the anastomosis. The stay of the patient in the hospital was extended as a result of this incident (private hospital). No tissue loss. No tissue damage. No reinforcement material was used in this procedure.

Manufacturer narrative:
(B)(4).